Event description:
It was reported that while using the autopulse on a cardiac arrest patient, the battery lasted about 6 minutes. Batter was replaced, but the platform stopped at about 5 minutes. Manual compressions were administered. A third battery was tried later, which lasted for 4 minutes. No adverse event reported.

Manufacturer narrative:
Zoll medical corporation has received the device associated with this report; however, the device is still under investigation. A supplemental report will be submitted when the investigation is complete. No adverse event reported.